Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The blood glucose reading was 251 mg/dl. The customer stated that prior to the motor error alarm, the insulin pump had alarmed no delivery, but had been working fine otherwise. She was unable to rewind. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion and motor test. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.